Event description:
It was reported to the manufacturer on (B)(6) 2023 that a patient from a retrospective clinical study experienced infection at 3 months requiring surgical intervention. The patient experienced infection at 6 months requiring implant removal.